Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reported worsening pvl and re-dilation of the sapien 3 approximately 15 months post deployment. To date, information regarding the patient (medical records, tavr procedure op notes, re-dilation op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the reported pvl could not be determined. Investigation results suggest in addition to the initial tavr procedure itself, cardiac remodeling may have contributed to the worsening pvl and valve re-dilation 15 months post implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Valve remains implanted.

Event description:
As reported, a 29 mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. Post valve deployment tte indicated the paravalvular leak (pvl) was trace. The patient was discharged in stable condition. The pvl remained at trace at the 30-day follow-up examination. At the 1-year follow-up visit, it was noted that the pvl had worsened to moderate. Four months after the exam, the valve was successfully re-dilated with a 29 mm commander delivery system prepared with nominal plus 3 cc of volume. At the time of the report, the patient was doing well. The valve remains implanted in the patient.